Event description:
It was reported that a catheter kink was found via x-ray and the patient was to be scheduled for a revision. The patient complained of less than 50% therapy relief. The drug in the pump was unknown.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).